Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used for hemostasis in the stomach during a gastroscopy procedure performed on (B)(6) 2025. During the procedure, the spring in the handle folded and dislodged, preventing the handle from opening to release the clip. After approximately ten attempts, the clip was successfully released. This incident posed a risk of mucosal tearing and extended the operative time by five minutes, from the usual twenty minutes. Additionally, it was noted that the control wire was twisted. The procedure was completed with the original device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h2: correction: block e1 (initial reporter phone). Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used for hemostasis in the stomach during a gastroscopy procedure performed on (B)(6) 2025. During the procedure, the spring in the handle folded and dislodged, preventing the handle from opening to release the clip. After approximately ten attempts, the clip was successfully released. This incident posed a risk of mucosal tearing and extended the operative time by five minutes, from the usual twenty minutes. Additionally, it was noted that the control wire was twisted. The procedure was completed with the original device. There were no patient complications reported as a result of this event. The device was not returned.